Event description:
It was reported that an MRI scan of the cervical spine was interpreted to show "moderate cervical spondylosis with disc/osteophyte complexes at c4-c5 through c6-c7. Compared to the prior report, this appears to have progressed at c4-c5 with mild to moderate bilateral neural foraminal narrowing. Mild to moderate bilateral neural foraminal narrowing at c5-c6 with mild spinal stenosis does not appear significantly changes from the prior report." 74 days later, the patient presented with cervical stenosis c4-5-6-7. The patient underwent an acdf c4-7 using an anterior plate, interbody cages and rhbmp-2/acs. The rhbmp-2 was placed within the interbody cages. 388 days post-op, a CT scan of the cervical spine was interpreted as follows: "status post c4-c7 anterior spinal fusion without evidence of complication. There is mild multilevel degenerative spondylosis which includes the operative levels. At c5-c6, there is neural foraminal narrowing as well as encroachment on the left side the spinal canal secondary to osteophyte production." Post-operatively, it is alleged that the patient developed pain, numbness, tingling, swollen neck, difficulty swallowing, and headaches.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.